Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) with low flow alarms. A clot was suspected. The patient was supported on an intra-aortic balloon pump (iabp) and was brought back to the operating room (or) on (B)(6) 2021 for a pump exchange. The patient had a known clot in their left atrium pre-implant and this presumed clot ingestion was reason for exchange. During exchange it was noted that there was a clot in the inflow and outflow graft. Additionally, the left atrium thrombus was present and cleared out.

Manufacturer narrative:
Manufacturer's investigation conclusion: pump thrombosis was confirmed through the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), as well as through the evaluation of the submitted images. Although a specific cause for the observed thrombus formations could not be conclusively determined, the depositions could have contributed to the report of low flow alarms confirmed through the evaluation of the submitted log files. (B)(6) was returned assembled with the pump cable severed approximately 2¿ from the pump header. A distal portion of the pump cable was returned measuring approximately 12¿. The modular cable was returned detached from the pump cable inline connector. Approximately 2.5¿ of the sealed outflow graft was returned attached to the pump outflow. The sealed outflow graft bend relief was returned detached from the graft attachment and removed from the outflow graft. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned. Upon receipt of (B)(6), examination of the inflow cannula revealed a tissue-like deposition was observed in the inflow cannula. Although this deposition was well formed, it was not strongly adhered and did not reveal evidence of laminated layering, suggesting that it likely did not form within the pump and was instead ingested. The exact origin of this deposition could not be conclusively determined through this evaluation; however, it could have contributed to the low flow alarms captured in the submitted log files due to the occlusion of the blood flow path. Upon disassembly of the pump, coagulated blood was observed within the lumen of the sealed outflow graft, the graft attachment, and the pump outflow. Additionally, soft depositions of grainy, denatured blood were also observed at the distal end of the inflow cannula, within the pump outflow and interior of the pump cover, and occluding the blood flow path through the eye and vanes of the rotor. The lack of structure of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of the confirmed decrease in pump flow. Further examination of the remaining blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Evaluation of the lvad event and periodic log files retrieved from (B)(6), revealed a sudden onset of low flow event on 18dec2021 followed by an increase in pump flow and power on 19dec2021. Additional low flow events were then captured throughout the remainder of the files from 19dec2021 through 21dec2021. These events appeared consistent with the reported events, the events captured in the submitted log files, and the finding of an occlusive deposition in the inflow cannula. Despite the observed changes in flow, the pump appeared to have functioned as intended throughout the duration of the retrieved data. (B)(6), was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04mar2021. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.